Event description:
It was reported by dealer that the smart legrest broke, possibly at the weld on the tdxsiv-hd power chair. The dealer stated that no injury or property damage was reported by the patient.